Event description:
The physician endoscopically conducted a nasal septoplasty surgery on (B)(6) 2012. Using the entact septal stapler, all eight (8) (6 anterior and 2 posterior) resorbable staple implants were placed into the mucosal tissue on one side of the septum for coaptation. The physician mentioned a visual verification was performed upon implantation of the resorbable implants. There was no delays or issues with the entact septal stapler during the surgery. The pt was released after the surgery without any issues. On (B)(6)2012, seven days post-op, the pt experienced a septal hematoma and was taken back to the operating room where the eight (8) resorbable staple implants were removed from the pt. The septal hematoma was drained and the surgeon used sutures to coapt the mucosal flaps and complete the case. According to the entrigue surgical sales rep, the physician explained the pt is doing well and no complications have been observed during subsequent post-operative visits.